Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for degenerative disc disease and spinal pain reported via the manufacturer's representative (rep) their pain had recently returned and now from to time she would get a sharp "grabbing/biting" feeling around the implantable neurostimulator (ins) and then it would spread down her legs. This occurred at random times and positions. An impedance check was performed indicating normal impedances. It was unknown what led to the event. The rep. Performed reprogramming to see if it made a difference and asked the patient to follow-up to let them know if it worked but they hadn't heard anything yet. The rep. Also asked the patient to consult with their implanting physician if symptoms returned since the system checked out okay.